Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly calcified lesion of the 2nd obtuse marginal (om2) with 80% stenosis and measuring 2.25x12mm. Target lesion one was treated with predilation, placement of a 2.25x20mm taxus liberte stent overlapping a volo bare metal stent, and post dilation resulting in 0% residual stenosis. Mild balloon withdrawal resistance was reported with the taxus liberte stent delivery system and was resolved with pulling on the shaft. The balloon was removed intact. There were no patient complications as a result of this event, and the patient was discharged three days post procedure on asa and ticlid.